Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.